Manufacturer narrative:
This device has been received for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the indicator wire of a 5f exoseal vascular closure device (vcd) did not engage with the vessel wall during withdrawal of the device and unknown sheath against the vessel wall, and it slipped out. The device was removed with the indicator wire exposed, but no damages noted to the loop. There was no reported patient injury. The device was stored and prepped and used according to the instructions for use (IFU). The procedure used a retrograde approach. The physician achieved certification on the use of exoseal vcd. There were no visible signs of device/package damage prior to use. A 5f non cordis sheath was used. The femoral artery¿s suitability was verified on angiography, including the insertion angle(30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5mm in diameter. The puncture site did not have visible calcium/plaque. There was no stent near the puncture site. The vessel did not have stenosis >50% at or near the puncture site. The target femoral site had not been previously closed with any closure device or manual compression less than 30 days prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to exoseal vcd use. The indicator window was facing up during retraction and it did not change at all. The device will be returned for analysis.

Manufacturer narrative:
As reported, the indicator wire of a 5f exoseal vascular closure device (vcd) did not engage with the vessel wall during withdrawal of the device and unknown sheath against the vessel wall, and it slipped out. The device was removed with the indicator wire exposed, but no damages noted to the loop. There was no reported patient injury. The device was stored and prepped and used according to the instructions for use (IFU). The procedure used a retrograde approach. The physician achieved certification on the use of exoseal vcd. There were no visible signs of device/package damage prior to use. A 5f non cordis sheath was used. The femoral artery¿s suitability was verified on angiography, including the insertion angle(30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5mm in diameter. The puncture site did not have visible calcium/plaque. There was no stent near the puncture site. The vessel did not have stenosis >50% at or near the puncture site. The target femoral site had not been previously closed with any closure device or manual compression less than 30 days prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to exoseal vcd use. The indicator window was facing up during retraction and it did not change at all. One non-sterile vascular closure device - 5f was received for analysis inside a plastic bag. The device was unpacked to proceed with the analysis. Per visual analysis, the button/deployment lever on the device was not pressed and the plug was present on the delivery shaft, which was found with dried blood residues, with the indicator wire deployed and the loop in good conditions. The indicator window was received on white/black position and the cowling guard was found locked. No anomalies were observed during the analysis. It was confirmed that the plug was not deployed, and the guard was locked with the indicator wire (iw) deployed. The functional analysis could not be performed due to the clogged device with dried blood residues. Attempts to clean the device were performed using hydrogen peroxide and an ultrasonic bath, however they were unsuccessful. The pinion gear-iw rack timing was reviewed, the iw end interaction with the iw rack pillars was examined for potential interference, and the iw was inspected for buckling. No anomalies were found on the internal mechanism of the unit. The indicator window was manually moved and successfully transitioned the three stages. No microscopic analysis is needed, as the indicator wire loop showed no issues during visual inspection. The reported event by the customer as ¿indicator wire ¿ damaged loop¿ was not confirmed since the loop was observed with no anomalies nor damages. The change to the indicator was tested, the pinion gear-iw rack timing was reviewed, the iw end interaction with the iw rack pillars was examined for potential interference, and the iw was inspected for buckling. No anomalies were found on the internal mechanism of the unit. The indicator window was manually moved and successfully transitioned the three stages. The cause of the reported issue could not be determined. Unspecified procedural, handling, and/or anatomical factors may have contributed to the reported issue. According to the instructions for use (IFU), the user is instructed to use the left hand to anchor the vascular sheath introducer and the exoseal vcd in a stationary position. The product analysis does not suggest that the reported failure could be related to the manufacturing process of the unit. No corrective or preventive actions will be taken.